Event description:
Upon removal of the arterial sheath, the perclose device was removed from the package and the device was examined and noted to be kinked. The device was discarded along with the packaging. The device never reached the patient and there was no harm to the patient. A second device was used successfully.